Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad collet and tip clamp in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, tip clamp sleeve, and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.